Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the rptr: the device was inserted from the blind end of jejunum for anastomosis and firing was done. However, the doughnut ring on the stapler side was missing. The surgeon excised the anastomosis part and sutured the tissue to complete anastomosis. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 mins.